Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the (B)(6) device was slow to cool the patient. The patient's temperature was 37c with a target temperature of 33c. An alert 114 treatment stopped was in the event log. The flow was good. Diagnostics showed that the outlet control temperature was 37.1c and the chiller temperature was 3.3c. Mss advised that it seemed to be a pump issue and would need to be serviced. A functional check showed that the mixing pump had dialed and requested a quote for the 2k hour service package. Per investigation findings, the neutral connection between the power inlet module and the ac main voltage circuit card showed signs of electrical overstress . The double bend tube from the tank to manifold had expanded and needs replaced.

Manufacturer narrative:
The reported issue was confirmed by CAPA association as manufacturing related. The root cause of the reported issue was covered in CAPA #1405844. The neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. The ac main voltage card and the power inlet module was replaced. All upgrades were verified complete in accordance with service procedures. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use.the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause. 1. Inadequate verification and validation activities of the crimping process. 2. Single pull test did not provide stability of process. 3. Evidence was not provided when requested for maintenance of records or crimp tools. 4. No crimp cross-sections provided. The device history record review was not required as the complaint was addressed by existing CAPA. Labeling review was not required as the complaint was addressed by existing CAPA. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was slow to cool the patient. The patient's temperature was 37c with a target temperature of 33c. An alert 114 showed in the event log and treatment stopped. The flow was good. Diagnostics showed that the outlet control temperature was 37.1c and the chiller temperature was 3.3c. Mss advised that it seemed to be a pump issue and would need to be serviced. A functional check showed that the mixing pump had dialed and requested a quote for the 2k hour service package. Per investigation findings, the neutral connection between the power inlet module and the ac main voltage circuit card showed signs of electrical over stress . The double bend tube from the tank to manifold had expanded and needs replacement.